Manufacturer narrative:
(B)(4). No customer information was provided through the received medwatch so no customer contact attempts or sample evaluation can be performed. It was noted that on the received user facility submitted medwatch that there were several misspelling or inaccurate information: device is reported as the "vele" ventilator, in which no product produced by carefusion exists. It is assumed that the customer is referring to the "vela" ventilator. The device manufacturer address was listed as "(B)(4)", in which no facility operated by carefusion exists for respiratory products. It is assumed that the customer is referring to a carefusion facility in "(B)(4)" that is does not directly perform business related to respiratory products. There is currently no information to indicate that they were notified of this user facility submitted medwatch. The customer selected the product code of "onz", which would be incorrect as the vela ventilator is registered as a "cbk". Carefusion does not manufacture nor distribute any products with the "onz" product code. No serial number was provided by the medwatch. A keyword and date search was unable to find any documented complaints matching the description provided through the received medwatch. If any additional information is provided, then a supplemental report will be submitted.

Event description:
A FDA inspector provided a user facility reported medwatch (mw5039300) that states: "at 930am on ((B)(6) 2014) while cna in room, vent screen read "patient set up mode" (ventilator not delivering anything). Rt immediately came in room and selected "resume current settings", and vent was running ok. Oxygen stats never fell."